Event description:
The patient reported that she had approximately 1/2 a battery charge in her mdt ins last week. She went to turn off the tv and received a shock from her ans (st. Jude) peripheral nerve stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).